Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was no longer delivering the correct amount of insulin. The customer stated that he wakes up with blood glucose levels as high as 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to troubleshoot further at the time of the call. The customer was not comfortable with the insulin pump and asked for a replacement. Nothing further was reported.